Manufacturer narrative:
Case (B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the cryos-l device was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was reported on 8 oct 2019, that (procedure date is unknown) a patient underwent a successful robotic video-assisted thoracoscopic surgery. Post-procedure, the patient experienced severe neuralgia, had to be re-hospitalized for irretraceable pain and treated with steroids and epidural. There was no reported device malfunction, and the adverse event was the result of a procedural complication.